Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 614 mg/dl and high ketones. Customer went to the ER after drinking water and vomiting and was subsequently hospitalized for one day. Customer was also admitted to the intensive care unit. Reportedly, customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from hospital on (B)(6) 2023.